Event description:
It was reported that post device change out due to eri, when the lead was connected to the new ICD and one day post implant, high, out of range hv lead impedance was observed on all vectors. All other electrical parameters are within normal range. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.